Manufacturer narrative:
The customer did not supply patient demographics such as: age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Performance indicators (qc, calibration, system check) for the system in question were acceptable at and around the time of this event. In conclusion, a definitive cause for this event could not be determined.

Event description:
The customer reported obtaining non-reproducible and imprecise troponin I (access accutni+3) results for four (4) patients' samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer stated the initial results were not reported outside the laboratory. The customer indicated that per own laboratory's repeat protocol, the samples were reanalyzed in duplicate and /or triplicates on the same access 2 immunoassay system and lower results within the assay's normal reference range were obtained. There was no report of patient injury or change to patient treatment associated with the reported event. System parameters including quality control, calibration, precision run, and system check were all performing within the assay and instrument specifications at the time of the event. No hardware errors or other assay issues were reported in conjunction with this event. The patients' samples were collected in lithium heparin anticoagulant tubes and were centrifuged for ten (10) minutes at 4000 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.